Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the pump became detached from the customer. Subsequently, the touch screen became unreadable. Reportedly, the screen was completely black and the graphics and text were not visible. Customer's blood glucose was 162 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.